Event description:
A malfunction alarm identified as malf 9 was reported by the customer, who had not experienced any notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction recurred, which the customer acknowledged and understood.